Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced sensor reading discrepancies. The customer stated the sensor would read low when his blood glucose is actually high. The customer stated he treated based on the sensor readings. Customer's blood glucose was 435 mg/dl which he treated with the insulin pump. The customer received calibration errors and a bad sensor alert. Customer was advised to remove and change out the sensor. Customer states there was a slight bend at the end.